Event description:
It was reported that during a breast biopsy, unable to deploy marker. Able to finish using another mammomarker. There were no pt consequences.

Manufacturer narrative:
Eval summary: the analysis results found that the tip of the sheath was received torn and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.